Event description:
I recently switched to acuvue oasys - hydraluxe contact lenses a few months ago. On (B)(6) 2024 I woke up with sever left eye pain and thought my eye was scratched or had something in it. As the day progressed my vision got worse and blurry. I saw my ophthalmologist on (B)(6) 2024 and I was diagnosed with a cornea ulcer, the ulcer was directly on my pupil. I am on a strict medication plan and have to see the doctor every day until it is healed. I am still unable to see clearly, and the ulcer is slowly healing. The doctor believes it is from the acuvue oasys - hydraluxe contact lenses.